Event description:
It was reported that intraoperative, the emg et tube did not work. Attempts have been made to gather additional information with no response received. There was no injury reported as a result of this event.

Manufacturer narrative:
The product analysis was completed on march 3, 2015. The product analysis indicates that, based off of the reactivity with hydrogen peroxide, there was evidence of trace biological contaminants. There was no damage to the wires or connectors that would result in the reported event. There were no anomalies in the construction that would result in the reported event. The resistance of each lead was within specification. There were no short circuits between circuits and no intermittent behavior while manipulating connections. There was no intermittent behavior while manipulating the wires and strain reliefs. Manufacturing has been ruled out as a potential cause since no malfunction was identified as it relates to the complaint. (B)(4).

Manufacturer narrative:
(B)(4). Device not cleared in us, but similar device is available. The device has been returned. However, the product analysis has not been completed. Method code: no testing methods performed. Result code: results pending completion of evaluation. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.